Manufacturer narrative:
Product analysis conclusion: one photo showing kinks along a section of the graft cover was received. The device returned for evaluation with a section of the graft partially deployed. Numerous kinks were visible along the graft cover. The external slider was rotated, and the graft was deployed. Difficulties were encountered releasing the tip capture mechanism. A bend was observed on the back-end tip tubing. On disassembly of the tip capture release handle kinking was observed to the tip tubing. The tip capture release mechanism was released using the t-tube with no issue noted. The reported positioning difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a 32mm (true aneurysm neck diameter) thoracic aortic aneurysm. It was reported when the inner packaging of the stent graft was being removed, it was noticed that the graft cover was slightly bent. The procedure commenced with the use of this device and the physician repeatedly tried to make it pass the femoral artery but it failed with resistance. The access was 7mm, with calcification but not distorted so was judged to be acceptable to attempt to deliver the device. The physician was concerned the bent area of the delivery system would damage the access vessel so it was withdrawn. Another non- mdt stent graft was used alternatively in the procedure. As perthe physician the cause of the event was the bent area of the device may have caused damage to the vessel. No additional clinical sequelae were provided and the patient is fine.